Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and 510k number. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of ventralex st mesh, patient was diagnosed with hernia recurrence and scar tissue thereby underwent hernia repair. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2013) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no.), e3, g1, g3, g4, g6, h2, h4, h6, h10, h11 corrected fields: d1 (brand name), g4 (510k number) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with umbilical hernia with incarcerated omentum thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿some of the herniated tissue was excised. The preperitoneal space was dissected in all directions and ventralex st mesh was placed and the tails of the mesh were cut shorter and the fascia was closed using sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #2). Per operative notes, ¿the incarcerated omentum was reduced. The defect was found and a piece of ventralight st mesh (device #2) was trimmed to round mesh and placed into the peritoneal cavity, secured with tacks. (Note: there was no mention/visualization of ventralex st mesh in the procedure) attorney alleges that the patient had pain, mesh migration, and hernia recurrence.